Event description:
End user stated that the joystick on their 3gtq-cg power chair will sometimes not turn on or off, it will work for awhile and then it quits. End user stated he taps on the joystick hard, to get it to work, and then he hears a clicking noise.